Manufacturer narrative:
Other, other text: h3: one level 1 trauma fast flow disposable was received in decontaminated condition with its original package inside a plastic bag. The sample was visually inspected at 12" to 16" under normal conditions of illumination. It was observed that the joint between the 3-way connector and the single port cap was broken. The reported issue was able to be confirmed. The join between the 3-way connector and the single port cap was 100% visual inspected, the most probable cause of the issue is that the product became damaged during use.

Manufacturer narrative:
Device evaluation in progress.

Event description:
It was reported that the tubing set came apart while the level 1 trauma fast flow disposable was being set-up. When the tubing was fitted into the device, and the IV was started, a fluid leak was noticed as a result of a disconnection/break at the junction where the y site meets the chamber. This problem was observed during set up. There was no patient involvement.